Manufacturer narrative:
Per tandem's t:flex user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus that was too large, and experienced a low blood glucose (bg) level of 64 mg/dl. To treat the low bg level, the customer consumed orange juice. At the time of the reported event, the customer's blood glucose level was 84 mg/dl.